Manufacturer narrative:
Address- full name of the establishment is (B)(6) general hospital. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when the operator tried to pull out the needle during a diagnostic endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna) procedure, the sheath part kinked and the needle tip broke. Per the reporter, it was suspected that the load was applied when the needle was pulled out. The needle was able to be retrieved. The intended procedure was completed using a similar device. There was no patient harm, no injury reported due to the event. No user injury was reported. Per the report, there were no abnormalities found during the needles pre-inspection check.

Manufacturer narrative:
The returned device was inspected and the complaint was confirmed. The model of the received device was confirmed however the lot number was unknown as the specific lot number is only printed on packaging label not on the physical device for this model. During inspection, during inspection, it was observed that the insertion sheath was buckling approximately 80mm from the distal tip, and the needle tube was broken off at the same location. The needle was also buckling below the metal protector boot. There was no bend or deformation noticed at the distal tip of the needle tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the needle broke inside the patient and was retrieved with a forceps. There was a delay in the procedure, but the specifics are unknown. No other information provided.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon was due to the device being forced through resistance and angulation. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument;" (page 13); "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." (Page 16) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.